Manufacturer narrative:
Additional gore® tag® device included in this report: tgu454515j/13930117. (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to reoperation.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two conformable gore® tag® thoracic endoprostheses (tgu454515j/12469447 and tgu454515j/13930117). On an unknown date, a follow-up study reportedly revealed the thoracic aorta around the proximal end of the initially implanted endoprosthesis had become aneurysmal (it is unknown which device was most proximal in this reported event). On (B)(6) 2017, the patient underwent a re-intervention procedure whereby an additional conformable gore® tag® device was implanted to treat the aneurysmal thoracic aorta. The patient tolerated the procedure.